Event description:
The customer observed depressed sodium results when processing on alinity c processing module. 3004753838-2026-002787 on (B)(6) 2025, sid (B)(6) (74-year-old, female) generated sodium of 119 mmol/l (not reported), repeated 133 and 135 mmol/l. The customer sodium reference range is 133-146 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely decreased sodium results while using alinity c ict sample diluent, lot number 83287un25, on an alinity c processing module, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The customer retested the sample using the same lot of reagent, and on a different analyzer, and within range results were generated. In addition, the quality control was performing within the expected ranges. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. Manufacturing documentation was reviewed and did not identify any issues. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed depressed sodium results when processing on alinity c processing module. On (B)(6) 2025, sid (B)(6) (74-year-old, female) generated sodium of 119 mmol/l (not reported), repeated 133 and 135 mmol/l. The customer sodium reference range is 133-146 mmol/l. No impact to patient management was reported.